Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" code was observed in the ventilator's error log, along with lcd backlight was abnormally dim. The device's oxygen blending module board was faulty and replaced, also, backlight cable and lcd unit were also replaced to address the issue. The device passed final test.